Event description:
It was reported that the patient experienced inadequate stimulation from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system for an extended period of time and that charging had become difficult. Reprogramming was performed, stimulation was provided in the correct area, however the patient did not experience a benefit from the stimulation. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively.